Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the flexcath shaft was intact with no apparent issues. The reported leak was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
The user reported a continous leak from the sideport of the sheath during all the cryoablation procedure. There were no patient symptoms/injuries related to this event. When the device was returned, analysis showed a leak from the hemostatic valve of the sheath.